Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer had already completed a pump reset before contacting support, and the issue was resolved.